Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that image was not displayed due to communication abnormality with scope caused by printed circuit board failure. However, a definitive root cause could not be determined. Labelling review: not applicable because evidence for defects caused by user misuse could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that while using the video system center, the screen blacked out. The issue occurred during a diagnostic tracheoscopy procedure that was completed using same device. There were no reports of patient harm.